Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, self-test, unexpected restart error test , basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history, daily history screen and no anomaly noted. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for son via phone call for high blood glucose. Blood glucose at the time of incident was over 600 mg/dl. Customer decline troubleshoot for high blood glucose. Customer reported that bolus delivery not registering sometimes. The insulin pump will be returned for analysis.